Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was 84 mg/dl at the time of the incident. Customer reported that they did receive medical treatment as a result of the needle fracturing while still in the body. The device was expected to be returned for analysis. Frn-unk-rsvr, unomed-set